Manufacturer narrative:
The patient was of a (large build). This report is for three (3) unknown locking screws. UDI#: unknown part number, UDI is unavailable. 510: this report is for three (3) unknown screws. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that an initial surgery for an ankle fracture took place on (B)(6) 2014. During the revision surgery on (B)(6) 2016, there were four (4) screws which did not move, they were placed firmly and the screw heads were worn out. The surgeon could remove one (1) screw by scraping off the contralateral cortex around the screw. The plate was removed; however the other three (3) screws remained in the patient's body due to its invasion in the bone. There was a surgical delay of (120 minutes) and the patient requested to reduce the bulge of the wounded area by the plate. Concomitant device: 1x 04.112.523s / lot unk (lcp med-dist-tibial pl 3.5 low bend le 1) this report is for three (3) unknown locking screws. This report is 2 of 2 for (B)(4).